Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella placement signal dashed out and placement signal unreliable alarm on. Flows still calculating. Thrombus present.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No data logs returned. Optical sensor issue: the returned product was returned cut and there was blood/biomaterial around the outflow cage. No kinks were noted in the catheter. Due to the product being returned cut, and no data logs available, the root cause of the optical sensor issue cannot be determined. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.